Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep2998 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported redness 0,2cm around puncture site, no oozing or pain. Start date: (B)(6) 2020; end date: (B)(6) 2020. Mild severity and related to the device (cathether). Action taken: change of antiseptic solution and dressing. Recovered no sequalae.